Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in the literature review article, "late onset metallosis after revision total knee arthroplasty with metal-backed patellar component in situ" indicates a patient presented with progressive knee pain, noting that the patient fell regularly on her knee, but had no clinical signs of infection and still had decent function. It was further stated that a CT scan revealed a possible groove in the femoral component. The patient was reported to be treated conservatively by the nursing home doctor, and the pain was relieved to her satisfaction with painkillers. To date, the requested surgical reports and radiographs have not been provided. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore, no further clinical assessment is warranted at this time. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported in the publication "late onset metallosis after revision total knee arthroplasty withmetal-backed patellar component in situ". Authors: laurens koonen, md, lotte duit-van den belt,md, kirsten veenstra, md & gijs van hellemondt, md. Department of orthopaedic surgery, sint maartenskliniek, ubbergen, gelderland, the netherlands. The authors of the study reported that one patient suffered from progressive knee pain. The patient fell regularly on her knee but had no clinical signs of infection and still had decent function. Flexion was 110 and extension lacked 10, but the knee squeaked during range of motion. The computed tomography (CT) scan revealed a possible groove in the femoral component, probably caused by grinding of the metal-backed patellar component. The patient was treated conservatively by the nursing home doctor. The pain was relieved to her satisfaction with painkillers.